Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device /migration of essure device location of device: peritoneal cavity/occluding devices in the peritoneal cavity') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 30-year-old female patient who had essure (batch no. 676715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications) / failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included multigravida (total number of pregnancies: 4), parity 4 (total number of live births: 4), allergic rhinitis and facial pain. On (B)(6) 2011, chief complaint: patient in for hsg results patient had essure on (B)(6) 2010. On (B)(6) 2010, urine pregnancy test by color comparison (in-house). On (B)(6) 2011, hysterosalpingogram (hsg). Result: total bilateral occlusion. Impression: 1. Occluding devices in the peritoneal cavity. 2. Patent fallopian tubes. 3. Normal hysterosalpingogram. (B)(6) 2014, home pregnancy test done. Previously administered products included for an unreported indication: loestrin. Concomitant products included nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On(B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (ablation and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstruation irregular, anxiety and depression outcome was unknown and the vaginal haemorrhage, abdominal pain, menorrhagia, vaginal infection, vaginal discharge, urinary tract disorder, bladder disorder, cystitis and urinary tract infection had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, menorrhagia, menstruation irregular, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure device was then cannulated into the operative port of the hysteroscope. The tip of the catheter was directly visualized entering the tubal ostia and the microinsert was deployed. The trailing coils were visualized from both tubal ostia. Placement of the right microinsert was confirmed and 2 proximal coils were visualized and the placement of the left microinsert was confirmed and 2 proximal coils were visualized. Patient received treatment for pain, migration and bladder/ urinary problems the neonate went to low-risk nursery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed that essure was unsuccessfully occluded. Occluding devices in the peritoneal cavity. Patent fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: mr received. Reporter information added. Delivery date, pregnancy notes added.. Lab data updated. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device /migration of essure device location of device: peritoneal cavity/occluding devices in the peritoneal cavity') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 30-year-old female patient who had essure (batch no. 676715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications) / failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included multigravida (total number of pregnancies: 4), parity 4 (total number of live births: 4), allergic rhinitis and facial pain. On (B)(6) 2011, chief complaint: patient in for hsg results patient had essure on (B)(6) 2010. On (B)(6) 2010, urine pregnancy test by color comparison (in-house). On (B)(6) 2011, hysterosalpingogram (hsg). Result: total bilateral occlusion. Impression: 1. Occluding devices in the peritoneal cavity. 2. Patent fallopian tubes. 3. Normal hysterosalpingogram. (B)(6) 2014, home pregnancy test done. Previously administered products included for an unreported indication: loestrin. Concomitant products included nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6)2010, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menstruation irregular ("irregular menstruation"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems"), cystitis ("bladder infection") and urinary tract infection ("uti"). The patient was treated with surgery (ablation and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstruation irregular, anxiety and depression outcome was unknown and the vaginal haemorrhage, abdominal pain, heavy menstrual bleeding, vaginal infection, vaginal discharge, urinary tract disorder, bladder disorder, cystitis and urinary tract infection had resolved. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6)2015. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, heavy menstrual bleeding, menstruation irregular, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: the essure device was then cannulated into the operative port of the hysteroscope. The tip of the catheter was directly visualized entering the tubal ostia and the microinsert was deployed. The trailing coils were visualized from both tubal ostia. Placement of the right microinsert was confirmed and 2 proximal coils were visualized and the placement of the left microinsert was confirmed and 2 proximal coils were visualized. Patient received treatment for pain, migration and bladder/ urinary problems the neonate went to low-risk nursery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: confirmed that essure was unsuccessfully occluded. Occluding devices in the peritoneal cavity. Patent fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device. Lot number: 676715 manufacturing date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device /migration of essure device location of device: peritoneal cavity') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)') in a 30-year-old female patient who had essure (batch no. 676715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications) / failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's medical history included multi gravida (total number of pregnancies: 4) and parity 4 (total number of live births: 4). Previously administered products included for an unreported indication: loestrin. Concomitant products included nsaids since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation and hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstruation irregular, anxiety and depression outcome was unknown and the vaginal haemorrhage, menorrhagia, abdominal pain, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device dislocation, menorrhagia, menstruation irregular, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the essure device was then cannulated into the operative port of the hysteroscope. The tip of the catheter was directly visualized entering the tubal ostia and the microinsert was deployed. The trailing coils were visualized from both tubal ostia. Placement of the right microinsert was confirmed and 2 proximal coils were visualized and the placement of the left microinsert was confirmed and 2 proximal coils were visualized. Patient received treatment for pain, migration and bladder/ urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed that essure was unsuccessfully occluded. Diagnostic results: on (B)(6) 2011, chief complaint: patient in for hsg results patient had essure on (B)(6) 2010. On (B)(6) 2010, urine pregnancy test by color comparison (in-house). On (B)(6) 2011, hysterosalpingogram (hsg). Result: total bilateral occlusion. Impression: occluding devices in the peritoneal cavity. Patent fallopian tubes. Normal hysterosalpingogram. (B)(6) 2014, home pregnancy test done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received event "bladder/ urinary problems " was added. Outcome of event " pain, bleeding and bladder/ urinary problems " were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Spective" pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device /migration of essure device location of device: peritoneal cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and pregnancy with contraceptive device ("pregnancy (no complications)") in a (B)(6) year-old female patient who had essure (batch no. 676715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)/failure to occlude (close) fallopian tube(s)" on (B)(6) 2011. The patient's past medical history included multi gravida (total number of pregnancies: 4) and parity 4 (total number of live births: 4). Previously administered products included for an unreported indication: loestrin. Concomitant products included nsaid's since 2011 and paracetamol (acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation irregular ("irregular menstruation") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the device dislocation, vaginal haemorrhage, pregnancy with contraceptive device, menstruation irregular, menorrhagia, anxiety, depression and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, menorrhagia, menstruation irregular, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: the essure device was then cannulated into the operative port of the hysteroscope. The tip of the catheter was directly visualized entering the tubal ostia and the micro-insert was deployed. The trailing coils were visualized from both tubal ostia. Placement of the right micro-insert was confirmed and 2 proximal coils were visualized and the placement of the left micro-insert was confirmed and 2 proximal coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that essure was unsuccessfully occluded . On (B)(6) 2011, chief complaint: patient in for hsg results patient had essure on (B)(6) 2010. On (B)(6) 2010, urine pregnancy test by color comparison (in-house). On (B)(6) 2011, hysterosalpingogram (hsg). Result: total bilateral occlusion. Impression: occluding devices in the peritoneal cavity. Patent fallopian tubes. Normal hysterosalpingogram. (B)(6) 2014, home pregnancy test done. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet- event abdominal pain was added and vaginal bleeding was marked as incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.